Event description:
Patient was intubated on (B)(6) 2023 at 00:52 with 7.5 ett(endotracheal tube). At ~01:20 patient's tidal volumes on ventilator were less than 250ml. Blown cuff was suspected and ett was changed with same size tube using a bougie. Patient remained in stable condition. No issues/complications noted from initial intubation. Cuff was checked using a 10cc syringe prior to initial intubation.